Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted; (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high rv threshold measurements. It was noted that this is a chronic condition per lead trends. The rv lead remains in use. No patient complications have been reported as a result of this event.